Event description:
Paramedics responded to a person in cardiac arrest. The device was connected to the patient with disposable pacing/defibrillation/ECG electrodes and shocks of 200, 300 and x 2 at 300 joules were delivered but the patient's ECG did not convert. External pacing was administered but, according to the reporter, the pacing momentarily, intermittently stopped and had to be manually restarted each time. The patient was not resuscitated.